Manufacturer narrative:
Correction: it was reported in the initial medwatch report that the date returned to manufacturer was february 28, 2019. The correct date is march 7, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the tip of the craniotome device was confirmed. An assessment was performed and it was observed that the laser etching and color ring were worn off, and the tip of the device was drilled and bent. It was determined that the condition of the laser etching and worn color ring was due to normal wear and the sterilization process. It was further determined that the condition of the drilled tip was determined to be due to excessive side load when using the device causing the tip to be drilled and bend. The assignable root cause was determined to be user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported from (B)(6) that the tip of the craniotome device was broken. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.